Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.

Event description:
It was reported that a snap shunt disconnected. It was noticed by CT scan and confirmed during revision surgery.